Event description:
The pump was returned for investigation. Investigation found a discolored display, the buttons had tactile issue and contamination was found under the button contacts. This report is made based on the results of investigation completed on 12/12/2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/12/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the pump powered up to a discolored display. The keypad cover was thinning and the buttons responded intermittently. Removal of the keypad cover found contamination under all the button contacts.